Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient was not getting any relief or feeling stimulation where they needed it despite several reprogramming that were not successful so the patient was having a lead revision. The surgical intervention was planned but it was unknown if it had been scheduled yet. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-10. The rep indicated that the patient had a lead revision on (B)(6) 2018. Nothing was removed to be sent back for analysis. The rep has no further information to report. No further complications were reported/are anticipated.